Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting ventricular undersensing three months after implant. An invasive procedure to analyze the system found a 'mass of blood observed inside the barrel around the set screw. It was not clear if the blood intruded at implant or after implant'. A new ipg was implanted.